Event description:
It was reported the stimloc ¿would not stay or click into position and would open again¿ when the operating surgeon attempted to close it. It was further reported the physician ¿attempted to slide it closed 5 times without luck.¿ it was stated the physician had originally screwed in the stimloc and tested the clip and it ¿clicked into place and all was fine.¿ it was further stated the physician then removed the clip do to micro-recording and testing and to implant the lead and that the issue occurred when the physician ¿put the clip back into the stimloc to secure the brain lead." It was noted a clip was taken from a newly opened stimloc at at that time and that it ¿locked into place first go without issues.¿ it was reported ¿the rest of the case went well and the lead was secured in place, which was confirmed by x-ray.¿ it was noted there was ¿no¿ patient injury at the time of report. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
Device evaluation: analysis of the stimloc noted it was ¿tested in a known good base.¿ it was reported it was found that when the ¿clip was inserted into the base properly¿ it ¿was able to be tightened to a (deep brain stimulation) dbs lead without difficulty.¿ it was further noted the ¿clip remained closed¿ during the testing and that ¿no issue was observed with the clip.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant product: product ID 924256, lot# 082229013a, product type accessory. (B)(4).